Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal connector of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during an attempted implant, the physician noticed the connector pin of the lead appeared bent and was unable to connect to the device. The lead was removed and a new lead implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.